Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the placement of the codman ventricular microsensor, csf was leaking from the catheter after it had been placed in the ventricle. The physician changed out the device with another one to complete the procedure. It was noted that the microsensor was able to be zeroed. A delay of 30 minutes was reported.

Manufacturer narrative:
The microsensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.